Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-03738. It was reported a cerebrospinal fluid (csf) leak occurred while the physician was placing a lead. Physician proceeded with the case and implanted two octrode leads as planned. There were no additional complications or issues. Follow-up information indicated the patient was doing well. Note: it is unknown which lead resulted in the leak, as such both leads are being reported.